Manufacturer narrative:
The patient is a 68-year-old postmenopausal female at the time of diagnosis. Weight was 152lbs/bmi 26.9. Family history: mother with lung cancer, father prostate cancer, brother multiple myeloma. Past medical history: post menopausal, melanoma approximately 18 years ago, former tobacco use (quit about 15 years ago), being followed for lung nodules (unclear significance). Approximately in (B)(6) 2019, screening mammogram detected a right focal asymmetry. This was confirmed by diagnostic mammogram and ultrasound, which found an irregular hypoechoic solid mass measuring 8x5x6mm at 1 o'clock, 3-4cm from the nipple. Biopsy of the right breast revealed invasive ductal carcinoma, grade 2, ER 31-40%, pr 11-20%, her2 equivocal, stage 1a. Oncotype score was 25. On (B)(6) 2019 she underwent, right partial mastectomy, sentinel node resection, tissue rearrangement for correction of deformity, and placement of a 2x2cm biozorb. After removal of the specimen, the skin flaps were "¿much thinner than anticipated and caused a depression deformity of the breast contour that was quite pronounced. The volume of resection had caused a 4x4 cm volume defect with concave deformity, nipple deviation and collapse of the skin flap. This deformity was corrected by tissue rearrangement with local flaps. Separate incisions were made to create local flaps of at least 2-4 cm of each backflap from the surrounding breast tissue, taking care to preserve the vascular pedicles. The vascularized pedicles were rotated into the defect to minimize the defect. The 2 x 2 cm biozorb size was selected and oriented into the rearranged lumpectomy cavity. To ensure adequate complete coverage of the implant, the local flaps were advanced for direct contact of the implant and to minimize its palpability. The biozorb was secured to the local flaps and into position with interrupted sutures. This did correct the defect resulting in a smooth and restored contour with normal nipple position." Pathology revealed, invasive ductal carcinoma, grade 2, ductal carcinoma in situ (dcis) present, nuclear grade I-ii, all margins were negative for tumor. 0/3 lymph nodes positive for metastatic disease. Tumor size 10x10x7mm, ER/pr+, her2 negative. (Pt1bpn) post-op visit on (B)(6) 2019 was unremarkable, there was a palpable seroma that was "not painful or bothersome" so the patient and clinician opted to observe and not treat at that time. Patient received radiation therapy. There are no available medical records from the time of radiation therapy. Completed (B)(6) 2020. Patient tolerated it "well" with "mild" fatigue. The patient was treated with anastrozole and later switched to letrozole due to bilateral carpal tunnel symptoms. At a visit with medical oncologist on (B)(6) 2020, approximately 3 months post op and after completion of radiation therapy, the patient reported no breast related complaints. Breast exam was unremarkable. Visit at 6 months post op, patient had no breast related complaints, exam was not done as telehealth visit. At exam (B)(6) 2020, approximately 9 months post op the patient had no breast related complaints and breast exam revealed "minimal post radiation changes, well healed surgical scar, biozorb palpable 1:00." Mammogram one year post op showed post lumpectomy changes and skin thickening without suspicious findings. At one year post op visit with surgical oncologist, the patient was "...doing very well and has no breast complaints. She has healed well and the biozorb remains palpable but it is not painful or bothersome to her." Visits with medical oncologist, 15 -and 18 months post op, no breast related complaints were reported, biozorb noted to be palpable on exam. At visit with medical oncologist, (B)(6) 2021, approximately 18-months post op, she reported occasional pain behind the right nipple that can occur 3-4x/day but was improving. Breast exam appeared unchanged with no pain on palpation and a palpable biozorb. At surgical oncology visit 2 years post op, the patient denied any breast complaints including breast pain, nipple changes or skin changes, she feels "...well and is without any new concerns." Biozorb remained palpable on exam, otherwise breast exam was unremarkable. At medical oncology visits, (B)(6) 2022, (B)(6) 2023, she had no breast related complaints and the biozorb remained palpable on exam. Visit with surgical oncologist on (B)(6) 2022, patient had no breast related complaints and exam revealed no masses, biozorb was palpable. Office visit with primary care provider on (B)(6) 2023, approximately 4 years post op, notes the patient "has a surgical filler that was supposed to absorb within a year after breast surgery. Has not absorbed. Discussion today regarding steps she could take." There is no note of additional patient symptoms, breast exam is not documented at this visit. At surgical oncology visit, approximately 4 years post op on (B)(6) 2023, the patient reported "...ongoing right breast pain which is was [sic] more prominent at night. She also noted swelling of the breast at one point. Her partner states the entire breast was larger. She denies any erythema or skin changes. She states both the pain and swelling were self-limiting [sic]." Breast exam noted "biozorb without any overlying skin changes. Some tenderness over this area on exam." The clinician offered physical therapy, which the patient declined. H6. Health effect- clinical code appropriate term not available: proposed code: failure to resorb.

Manufacturer narrative:
It was reported to hologic that a patient received a biozorb implantation on (B)(6) 2019, patient reported that suffers from a hard painful lump at the implantation site. The area around the biozorb was reported as tender and uncomfortable as the device was reported as ¨failed to properly absorb¨ no additional information received. No initial evaluation could be performed because there was no returned sample for this complaint. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: major pain (pain/device palpability/failure to resorb). A review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024)), migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint. Though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regard to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in CAPA-04387. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment (hra) biozorb complaint analysis (rsk-04946). Updates to the biozorb hazard analysis risk file (rsk-03191) will be monitored through tsk-67898. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.

Manufacturer narrative:
Device identifier: (B)(4). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H6. Health effect appropriate term not available : proposed code : failure to resorb.

Event description:
It was reported that a patient received a biozorb implantation in (B)(6) 2019, patient reported that suffers from a hard painful lump at the implantation site. The area around the biozorb was reported as tender and uncomfortable as the device was reported as ¨failed to properly absorb¨ no additional information received.